Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, patient's vision was weird, and peripheral vision was weird. Also disabling dysphotopsia not resolved with time or spectacle correction. The lens was exchanged for an unknown monofocal intraocular lens after the initial implant procedure. Additional information received stating that the lens was exchanged with non-company lens. In the surgeon¿s opinion product contributed to the event. There was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).